Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm on an unknown date. It was reported that a follow up CT showed a type ia endoleak. As per the physician, the cause of the event is anatomy related. No additional clinical sequelae were reported and the patient is being monitored.